Event description:
It was reported that the patient presented in the emergency room with pus oozing from the incision site of the implantable pulse generator (ipg) pocket. The patient suggested recent dental work might have introduced a pathogen into their body, potentially seeded at the ipg pocket site. Diagnostics indicated that impedances were normal, and the patient responded well to dbs therapy. The surgeon instructed the patient to report to the hospital ER for evaluation of the incision site and subsequently decided to explant the entire dbs system due to infection. The issue was resolved at the time of this report through surgical intervention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.